Event description:
It was reported that, the physician was advancing the fiber into the scope working channel while lazing and the fiber broke and hit the physician's glove and finger. No treatment was required. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that, the physician was advancing the fiber into the scope working channel while lazing and the fiber broke and hit the physician's glove and finger. The procedure was completed with another fiber. There were no patient complications.